Event description:
It was reported that the pulse generator exhibited a loss of capture when rf telemetry was switched off through the programmer. During the next day follow-up, programming and testing was completed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.